Event description:
It was reported that during the removal of the 4.0 cannulated screw, the tip broke off half way down the threaded portion of the shaft. The broken piece was not removed; it remains in the patient¿s bone. The procedure was finished without any delay or further complications. The device is not available for return. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient medical record number (B)(6). Device broke intraoperatively and was not fully implanted or explanted. Per facility, complainant part will not be returned as it remains in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.